Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method code, result codes and conclusion codes updated. Returned product consisted of a quantum maverick balloon catheter in two pieces. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Although it was reported that the device was not used, the presence of blood and contrast media in the inflation and guidewire lumens is indicative of handling beyond simply unpackaging/preparation the device, as was reported. The shaft, hypotube, and bonds were microscopically and visually examined. There were numerous hypotube and shaft kinks throughout the device. There was also, a complete hypotube separation 79.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.25mmx12mm quantum¿ maverick¿ balloon catheter was selected to dilate the lesion. However, during unpacking, it was noted that the shaft was broken in half. The device was not inserted into the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.25mmx12mm quantum¿ maverick¿ balloon catheter was selected to dilate the lesion. However, during unpacking, it was noted that the shaft was broken in half. The device was not inserted into the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.